Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable infusion pump for spinal pain. It was reported that the current pump where it was positioned was uncomfortable and somewhat painful when the patient sat and where their arms rested. This has been present since implant on (B)(6) 2016. The event date was reported as (B)(6) 2016. On (B)(6) 2016, the patient started having pain in their side described as a dull and strong localized aching. The patient went to the emergency room on (B)(6) 2016. On the morning of (B)(6) 2016, the patient woke up and it was burning when lying on their left side where the pump was located. The patient has once or twice experienced burning after lying on her side after a night's sleep. The patient saw her healthcare provider on (B)(6) 2016 after an MRI and discussed the pump location discomfort and burning problem with him. The healthcare provider checked it and said the discomfort was likely because of the patient¿s weight. The patient was quite overweight and when she sits the device¿s position shifts because it was positioned right where her ¿rolls of fat¿ meet. The patient questioned the healthcare provider as to whether this was a problem because it would build up scar tissue, but he said no. No steps were taken to resolve the pump location discomfort and burning or to change the pump location. As it turned out it wouldn¿t be necessary. Since then, it hasn¿t seemed to bother the patient anymore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.